Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Millstone returned impactor due to "coating flaking off on handle" . The handle is not flaking, however it does have residue on it.

Manufacturer narrative:
Manufacturing date was added.

Event description:
Millstone returned impactor due to "coating flaking off on handle" - the handle is not flaking, however, it does have residue on it.